Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned.

Event description:
The day of hvad exchange the surgeon reported that "the pump had eroded through the pericardium and was protruding into the pleural space." This patient is last reported to be still recovering from the exchange, but hemodynamically stable. The treating physician believed there to be no "mechanical" failure of the pump, despite the reported event. The pump is being returned to the manufacturer for evaluation.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient underwent a vad exchange and the surgeon stated that "the pump had eroded through the pericardium and was protruding into the pleural space". The surgeon did not believe that the event was related to failure of the pump. This patient is last reported to still be recovering from the exchange, but hemodynamically stable. The pump ((B)(4)) was not returned to the manufacturer for evaluation. Review of the device's manufacturing records indicated that the unit met all the internal requirements prior to the quality assurance release process. The root cause for the reported event cannot be conclusively determined since the device was not returned for evaluation. There are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Corrected data: (device available for evaluation).